Event description:
It was reported that the customer was receiving a no delivery alarm on his insulin pump. His blood glucose was 533mg/dl at the time of reporting, which he treated with a manual injection. Troubleshooting suggested that the insulin pump was working correctly. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.